Event description:
The patient contacted lifescan and reported that their one touch ultra meter has missing segments on the display. Medical affairs specialist called and left a message for the patient. A letter will be sent since there was no response. The patient reported that their meter was stolen and they were able to get it back, "but then the meter had missing segments". At the time of concern, they were "sweaty, thirsty, cotton in mouth-dry, tingling down arm, chest pains, and shortness of breath". They had tested while experiencing the symptoms and received a result of "525 mg/dl. However, due to the missing segments, they couldn't see the '25' part well enough to be sure. They drove themself to the emergency room, and 20 minutes later on the hospital's accuchek meter, the result was 705 mg/dl. They were given insulin at the hospital and admitted for 2 days. The patient's diabetes medication regimen included 10 units of humalog prior to each meal, and glucophage 3/day. Medical affairs specialist had attempted to contact the patient to inquire further regarding the events that lead to their symptoms. It is unknown as to how they had the missing segments issue on the meter and if they had continued to take their medications during that time. The patient had received a high (patient was not sure about the last two digits of the result but could tell that the result was in the 500s). Also, the patient was on a set amount of insulin and oral medication and did not based any treatment on the meter results. The patient had also tested on the meter after they were experiencing the symptoms. The patient was sent a one touch ultrasmart system kit.